Event description:
According to the report, the device got "wet inside" the case and then would not power on or power off using the on button.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would power on and off by itself when batteries were installed in the battery wells. Physio replaced the power pcb assembly and the system pcb to interface pcb connector cable and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.